Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set with a secured minicap leaked. The patient was not connected to the homechoice at the time of the leak. The luer transfer set had been in use approximately seven months. The patient stated that they have not had any issues with the luer transfer set until the day it had leaked. The patient advised that the luer transfer set would not fully open or close. The patient stated they had not used any tools to open or close the luer transfer set; they tightened it by hand. The patient had gone to their peritoneal dialysis registered nurse to have the luer transfer set replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.